Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a left inguinal hernia procedure where this device was implanted, the patient experienced surgical revision, hernia recurrence, new mesh required to be placed to repair defect, pain, lysis of adhesions, spermatic cord adhered to mesh, ilioinguinal nerve scarring. The device had been used with autosuture. After the original procedure, additional potentially related procedures were performed, including revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent right inguinal hernia by laparoscopic total extraperitoneal repair. It was reported that after the procedure where the device was implanted, the patient experienced recurrence, pain, ilioinguinal nerve scarring, mesh erosion and adhesions where the patient's spermatic cord adhered to the mesh. Post-operative patient treatment included surgical revision to implant new mesh, CT scan and for lysis of adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent right inguinal hernia by laparoscopic total extraperitoneal repair. It was reported that after the procedure where the device was implanted, the patient experienced reoccurrence, pain, ilioinguinal nerve scarring, and adhesions where the patient's spermatic cord adhered to the mesh. Post-operative patient treatment included surgical revision to implant new mesh and for lysis of adhesions. The device had been used with autosuture (lot p8h0792).

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.